Event description:
The customer observed imprecise quality control results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that biased results were observed on multiple dates with both vitros and non-j&j biorad quality control fluids. The investigation found no evidence to suggest that vitros amon slides or the vitros 5,1 fs were not operating as expected. The customer has observed stable and acceptable performance since implementing the vitros liquid performance verifiers as their daily quality control fluids. The root cause of the biased biorad quality control values are unknown.